Event description:
The service report shows that after performing a ventilator upgrade, if the volume knob was set to the lowest setting, the alarm could barely be heard. The mallinckrodt customer support engineer (cse) was unable to determine if the alarm had malfunctioned prior to the upgrade or was service induced. The cse replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.